Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose level of 400s mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they had been on manual injections for treating high blood glucose level and was given intravenous fluids at the hospital. The customer reported that they experienced nausea as a symptom related to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.